Manufacturer narrative:
(B)(4).

Event description:
Related to 2183959-2015-00384.

Event description:
It was reported that during the implantation of an elevate anterior the patient experienced "a small bladder injury" during blunt dissection. The perforation "was closed with 2 layers of 3-0 vicrly [suture]." The patients cystocele was dissected and it was then noticed "there was truly just a midline defect, therefore [it was] felt that a simple anterior repair would be better than mesh." The elevate was not implanted. No further patient complications have been reported in relation to this event. Related to (B)(4).